Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. System check was being performed with tandem technical support, however the cusotmer declinded to complete the check. Customer resumed insulin therapy. Customers blood glucose was 140 mg/dl.